Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the right ventricular (rv) lead is subject to the the field safety corrective action (fsca) implemented in november 2011 (sjm ref rqa01702). The rv lead was explanted prophylactically, during an unrelated procedure, with no report of device malfunction. The patient was in stable condition.